Event description:
It was reported that the system would lock up and displayed a communication fail error message. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system connector and fuses were evaluated and reseated. The system was tested and found to be working as intended and returned to service.